Event description:
It was reported that the intraocular lens (iol) was implanted into a patient's eye. During unfolding, the trailing haptic was in a "horseshoe" shape. The surgeon waited but the haptic did not recover to the required shape or position, so the iol was removed and a new lens was implanted. The incision was enlarged and sutures were required. It is unknown if the patient's daily activities were significantly affected. We learned through follow up that the patient was fine after the procedure. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: telephone number: (B)(6). Section h6: health effect - clinical code 4581: no code available (incision enlarged) device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.